Event description:
It was reported the patient was experiencing occasional episodes of lightheadedness. It was also reported that the lead showed an increase in bipolar impedance, ventricular high rate episodes, and oversensing. Additionally, the lead showed an increase in thresholds, no r-waves, and was performing out of specification due to an apparent lead fracture. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Event description:
It was reported the patient was experiencing occasional episodes of lightheadedness. It was also reported that the lead showed an increase in bipolar impedance, ventricular high rate episodes, and oversensing. Additionally, the lead showed an increase in thresholds, no r-waves, and was performing out of specification due to an apparent lead fracture. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Resistance/impedance increase, increase in impedance on ventricular lead around the week of (B)(6) 2011. Rose from average of approximately 500 ohms to average of approximately 800 ohms.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.